Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Date of implant unknown.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2012 it was reported that on an unknown date a patient was involved in a mva and was implanted with a six-hole symphyseal locking plate with four locking screws. The patient returned for a follow up visit three weeks post implantation. An x-ray taken on an unknown date revealed unscrewing of locked screws from the plate, and screw was pulling out from bone resulting from complete loss of reduction. Retrospective analysis revealed that the locking screws that had unscrewed and pulled out in the six-hole plate, were misaligned with the threads of the plate during their surgical insertion this is 1 of 24 reports for this event.